Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information from the representative reporting that during an implant procedure the lead helix would not retract after initial placement in the right ventricle (rv). The physician had to move the lead due to poor sensing and thresholds noted and the lead experienced removal difficulties. For that reason the physician decided to abandon it and a new lead was placed. No adverse patient effects were reported.